Event description:
Note: this report pertains to one of two devices implanted during the same procedure.it was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-09061) and a lynx suprapubic mid-urethral sling system (MFR report #3005099803-2013-08644) were implanted into the patient on (B)(6) , 2009.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.